Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes contacted the distributor call center to request replacement supplies after experiencing two separate line blocked alarm events, each of which required an infusion-site change. The first event occurred approximately three days prior, during which attempts to resolve the alarm with current supplies were unsuccessful, and replacement of the infusion site resolved the issue; upon removal, the cannula was observed to be kinked, and glucose levels increased to 300¿mg/dl, which was addressed with an insulin injection before resuming pump delivery. A second event occurred on the day of contact, during which the line blocked alarm again persisted despite troubleshooting, and a site change was performed, with the cannula again noted to be kinked and glucose levels rising to 275¿mg/dl. No emergency medical services were required for either event, insulin delivery was successfully resumed following site changes, and replacement supplies were arranged with shipping details confirmed. The event occurs during infusion. The operator of the device was the lay user or patient. There was no patient injury.